Manufacturer narrative:
The reported events of inappropriate high voltage output and low high voltage impedance were confirmed. As received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion breaching outer insulation and exposing the proximal coil. The cause of the external insulation abrasion is consistent with friction to the device can and the reported events.

Manufacturer narrative:
UDI is not available.

Event description:
The patient was hospitalized and externally defibrillated after receiving high voltage therapy that was inadequate to terminate an arrhythmia. Upon interrogation, an alert for low defibrillation impedance was noted, indicating possible damage to the right ventricular (rv) lead. During the replacement surgery, the rv lead was broken due to explant damage, and a partial lead was able to be explanted. The rv lead and the device were explanted and replaced to resolve the event, and the patient's condition was stable following the procedure.